Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported as a result of a legal claim that the plaintiff was implanted with a left accolade hip stem on or about (B)(6) 2006. Plaintiff alleges that he experienced significant pain after the surgery in addition to instability in his left hip which lead to him falling and sustaining injuries. A revision surgery took place on or about (B)(6) 2014 to replace the failed hip.